Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken size 4 left femoral trial, when impacted with mallet it cracked and broke in two. Photo attached. If other, describe: replacement, was surgery delayed due to the reported event? No, was procedure successfully completed? No, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: hospital, device in possession of: hospital by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The photo available was reviewed. And it was found, the device broken into two pieces. The complaint is confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.